Manufacturer narrative:
Additional information received reported that the additional medtronic device which was implanted was an enbf-23-16-145. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: there was no deformation of defect observed on the returned. The graft was deployed with no abnormalities noted. No issues were observed using the external slider and backend wheel when deploying the graft. The reported issue could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure when the physician opened the device an abnormal sound was heard in the handle of the stent and the physician decided not to insert into the patient and an additional medtronic stent was implanted. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.